Event description:
It was reported that the patient faced an event where infusion set was accidentally pulled out during use due to tubing catching on something or pump falling and high blood glucose corrected by mdi injection & bolus through pump on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 5. Name: tandem country: united states of america street: 11045 roselle street suite 200 city: san diego state: ca zip code: 92121. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.